Event description:
The customer reported that the prismflex power supply short cut. The power supply short cut lead to a shutdown of two hosp wards (a head fuse was triggered). The gambro service technician replaced the power supply unit due to alleged malfunction. There was no pt harm reported as a result on the reported event.

Manufacturer narrative:
The MFR has requested for the power supply unit to be returned for investigation.